Manufacturer narrative:
UDI - (B)(4). Complaint sample was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Possible root cause for this issue reported by the customer could be due to pivot damaged or loose. Spring support interference, broken ruby bearing.

Event description:
A post-market clinical program reported a broken shunt valve after implantation. The patient received a hakim programmable valve with siphon guard for a ventriculoperitoneal shunt procedure on (B)(6) 2018. On (B)(6) 2018, the patient had a fall and hurt their head which broke the shunt valve. On (B)(6) 2018, the patient received the revision procedure, which was changed with a new catheter.